Event description:
It was reported that the patient had a fall on the day prior to report. It was noted that the patient landed on his back and on the side where the implantable neurostimulator (ins) was. It was noted that the patient noticed that stimulation sensation was higher than normally at the same setting. It was noted that the patient¿s entire buttock area and left side was sore and tender. It was noted that the patient knew that he was bruised right below the hip. It was noted that the patient had not tried turning the stimulation down yet to see if it felt better. It was noted that the patient had not had the ins checked as of the date of this report. Additional information received reported that the patient received assistance from their doctor or manufacturing representative and their concerns were resolved. It was noted that the patient had an appointment a ¿number of months ago.¿ it was noted that the patient was still having concerns regarding their device or therapy but they were working with their doctor or manufacturing representative. It was noted that the patient had an appointment on (B)(6) 2014. It was noted that the patient fell and had concerns with pulsation rates.

Manufacturer narrative:
Concomitant products: product ID 37746, serial# (B)(4), product type programmer, patient; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37754, serial# (B)(4), product type recharger. (B)(4).